Event description:
Customer's family member reported pt receiving inaccurate erratic readings. In blood glucose tests, customer received readings of 500 and 92 mg/dl within 10 minutes. There was no report of death, serious injury, or mistreatment associated with this event.